Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2020-30828, 1627487-2020-30457, 1627487-2020-30458. It was reported that during an implant on (B)(6) 2020, the surgeon explanted anchors and lead pieces that were left in patient during a system explant (related manufacturer report number: 1627487-2020-00604) that occurred on (B)(6) 2020.